Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this patient was implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system successfully. However, multiple defibrillation threshold tests were performed in different polarities and the patient was not able to be converted. External shocks were required to rescue the patient. The physician decided to stop the procedure and remove the s-ICD system. Reportedly, a transvenous system was implanted the next day in the patient. This implantable electrode is expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. D5 (operator of device) was corrected to health care professional upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. The electrode was returned intact, not severed. Testing was completed to assess the electrode electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection revealed no abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient was implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system successfully. However, multiple defibrillation threshold tests were performed in different polarities and the patient was not able to be converted. External shocks were required to rescue the patient. The physician decided to stop the procedure and remove the s-ICD system. Reportedly, a transvenous system was implanted the next day in the patient. This implantable electrode was returned for analysis and no additional adverse patient effects were reported.